Manufacturer narrative:
The device was returned for evaluation. The enclosure appeared to be new, contained old style printed circuit board (pcb) and drain fitting. The reported issue was confirmed; there was a large crack on the enclosure underneath the drain fitting. The cause could not be determined. The device was deemed beyond economical repair. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device had a cracked enclosure. No patient injury was reported.

Manufacturer narrative:
Corrected data: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).